Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes fell apart in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that one of the oral-b power oral care refills cross action fell apart in her mouth. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.